Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It is reported that a nurse from a hospital called inquiring how to disconnect the pump from a patient because the patient was unresponsive. The nurse was assisted with disconnecting the pump. It was reported that there was a missed bolus alarm on the insulin pump. No further information was provided.